Manufacturer narrative:
An fst evaluated the device. A plastic cap was missing from the footrest adjustment bar. Cap sent to consumer.

Event description:
Customer alleges getting out of the unit and had the foot platform up when she tipped over the front anti-tip wheel and cut her left shin on the bar behind the foot platform.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges getting out of the unit and had the foot platform up when she tipped over the front anti-tip wheel and cut her left shin on the bar behind the foot platform.